Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Cultures were taken. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was extracted. A leadless pacemaker was implanted five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.